Event description:
A 24 diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1998. Implant details, aneurysm and vessel morphology are unknown. In 2003 the patient presented with symptomatic enlargment of the supra-juxta renal aorta superior to the main device with a diameter of 7.5cm. The patient has a history of behcet's disease (vasclitis). The aneurysm and graft were excised and an aorto-bi-iliac bypass was performed. There was thrombosis present in the left limb and inflammation was present. No clinical sequelae were reported, and the patient is reported to be alive.